Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse updated the battery test and pm date. The fse performed all functional and safety checks to meet factory specifications. The batteries passed the test and the fse advised the customer to charge over the weekend. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during daily checks, the cs300 intra-aortic balloon pump (iabp) had a battery maintenance required message upon startup. There was no patient involvement and no adverse event reported.